Manufacturer narrative:
The hvad is used for treatment not diagnostic. It was reported that the batteries are not detected by the controller. The batteries were replaced. There was no effect on the patient. No further information is available. The investigation is in process. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the device met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to faulty internal cell pair. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. In addition, the battery had a high max error, indicative of a unit that is out of calibration. The most likely root cause of the failure is a faulty cell pair, which likely contributed to the event. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries are not detected by the controller. The batteries were replaced. There was no effect on the patient. No further information is available. The investigation is in process. Additional information: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the device met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to faulty internal cell pair. An internal investigation has been opened to evaluate these types of issues. In addition, the battery had a high max error, indicative of a unit that is out of calibration. The most likely root cause of the failure is a faulty cell pair, which likely contributed to the event.